Event description:
It was reported that the patient was swimming in a hotel pool and received an inappropriate shock due to external electromagnetic interference (emi). Oversensing was present at that time. Interrogation revealed no other issues with device function. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076-52, implantable pacing lead, (B)(6) 2006. A 0185, competitor implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.